Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the screen went black. It was not known if the system shutdown or not or if someone else did it. While troubleshooting in self-test the uninterruptable power supply (ups) was running, the battery was at 100% charged, minutes showed 18min., volts at 58.4%. The manufacturer representative (rep) unplugged from the wall and the system stayed on and it was beeping. It was plugged into a binocular omni-orientation monitor (boom). Then plugged into a wall and the system knows that it was plugged in. It was advised that the system not be plugged into the boom. Rep stated that they have a lot of items plugged into the wall. The soft keys were locked on the monitor as well. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735943: h3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.